Manufacturer narrative:
(B)(4): visual examination confirms the inferior tang is broken. The broken piece is missing, and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggest overload. Direction of river lines and plastic deformation suggest possible direction of fracture. The above observations are consistent with bend stress overload.

Event description:
It was reported that one of the prongs at the end of the inserter was found broken in the central sterilization and processing department after the instruments were sent down from the case. Although the device was used intraoperatively, no patient injury was reported. Update: reply from rep stated that this did not break in a patient and no complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.